Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on march 2, 2018 with blood glucose of over 600 mg/dl. The customer blood glucose level was 326 mg/dl at the time of incident and the current blood glucose of the customer was 144 mg/dl. Customer report they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform an high performance test. Customer did not provide any symptoms regarding to high blood glucose episode. The customer experienced symptoms such as vomiting at the time of hospitalization. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.